Manufacturer narrative:
Block e1: gi endoscopy. Block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device, and with evidence of full deployment. Microscope examination was performed on the bushing, and no visible failures were observed. Dimensional examination was performed on the bushing outside diameter, and it was found to be within specification. No failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue but failed to release from the catheter to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. According to the complainant, during the procedure, the clip broke when firing. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue but failed to release from the catheter to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.